Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported receiving inaccurate cgm values, but he could not recall the cgm values and did not take any bg meter comparison values during this time. The patient was wearing a tandem insulin pump. The patient was also experiencing nausea, headaches, cramping and generally felt unwell. The patient initially thought these symptoms were from an illness he may have caught from his partner. No medication or treatment was provided for the patient¿s symptoms. On (B)(6) 2026, the patient¿s cgm was reading 98 mg/dl and he decided to do a bg meter test which was 497 mg/dl. The patient¿s symptoms had remained unchanged. The patient took his normal routine medication regimen which included an unspecified blood pressure medication, xeljanz, and vyvance. The patient also stated that he was on his way to his doctor¿s office for evaluation during the call. No further patient or event details were provided because the patient reported being in a hurry. Attempts to follow-up with the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.